Event description:
The hospital returned a harvesting cannula without prior notification. No report was provided by the hosp regarding the failure. In 01/2004 failure analysis investigation indicated that the scissors would not open or close due to a broken toggle. This is a reportable malfunction.